Manufacturer narrative:
Upon visual inspection of the voice prosthesis it was clear that the flap on the esophageal side of the device was missing. There are no obvious tears rips or abrasions visible under the microscope, in the barrel of the voice prosthesis or around where the esophageal valve flap would have been located. The valve flap that was aspirated and found in the karina via tracheoscopy, was not provided for inspection.

Event description:
The speaking valve was inserted 5 days prior to the incident. The patient attended ed with uncontrolled aspiration of secretions and food/fluids from valve. On closer inspection of the valve, there appeared to be no anterior flap. Tracheoscopy identified a small plastic flap in the carina but was not seen on xray. The patient reported that he had been cleaning his valve in the normal way, with no force and with the correct equipment. Slt that placed the valve said that she had not noticed any problems with the valve at the time of insertion.